Event description:
According to the reporter, during laparoscopy surgery, the patient had burn on the buttock. The unit's bipolar and monopolar were connected to competitor's return electrode. There was no malfunction alarms from the generator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.